Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Contrast medium was missing, intraoperatively the cement application could not reflected via x-ray visual inspection.

Manufacturer narrative:
Visual examination of the returned device found the mixed cement was stuck in the delivery system. The x-rays images provided confirmed the reported condition of the contrast medium was missing and the cement application not reflected in images. Product issue assessment was opened to further investigate the confidence cement issue. The preliminary root cause for this issue was attributed to supplier error. The raw materials for the cement were not mixed properly during manufacturing, and subsequent testing of the material was missed. The allegation has previously been investigated as part of the CAPA and escalated to field action. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.